Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer was able to reload the original cartridge after the pump was reset and successfully resumed insulin therapy, resolving the issue.